Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial exhibited loss of capture. The lead was explanted and replaced. There were no patient consequences.